Manufacturer narrative:
Age at time of event: 70-80 years. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a loss of aspiration occurred. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the lower extremity. Aspiration was initiated inside the body. However, aspiration stopped and they stopped using the catheter. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.